Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked case at the display window corners and minor scratches on lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that a piece broke off from reservoir compartment while changing reservoir. Customer's blood glucose was 78 mg/dl. Customer was advised that insulin pump would need to be replaced.